Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 812:05 was confirmed during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device is currently in the process of being evaluated, a follow-up will be submitted upon completion of baxter investigation. (B)(4).

Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which failure code 812:05 occurred. The reported condition occurred during delivery. According to the hospital representative there was no patient involvement, injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.